Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device reported system error 105 was confirmed and reproduced through the eval of the device. This error message was attributed to a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no pt injury.